Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, there was an open white pulse wire inside the trunk cable. The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified bu is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) female patient's husband contacted zoll to report constant check the pad messages. The patient was issued a replacement electrode belt.